Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : cracks, dents and scratches were seen on the insulation. The probable root causes are normal wear, user misuse and improper sterilization methods.

Event description:
It was reported that the insulation had been compromised.